Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/26/2025, it was reported by a customer support agent that the user discovered their ilet screen was cracked. The user did not know how or when the damage occurred. The screen was unresponsive, and the device was unusable. A replacement was arranged. No symptoms, external assistance, or medical intervention occurred.